Event description:
It was reported to philips that the system propeller geometry movement was not available.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned without delay. A philips field service engineer (fse) visited the customer and confirmed that the c-arm rotation geometry was intermittently stuck during 3dra scanning. The fse checked the logfile and found the error message "soft collision detected". The fse solved the issue by replacing the potentiometer for the propellor movement. After this replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.